Manufacturer narrative:
The customer identified the tubing for the waste line for the probe was detached. The customer attached the tubing and corrected the leak. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 600 coulter cellular analysis system. The leak was contained within the instrument. There were no reports of biohazard exposure to open wounds or mucous membranes. The operator was wearing appropriate personal protective equipment of gloves and lab coat when the event occurred. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.